Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty labeled winding former of product code 8709, lot pbq870. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue. This medwatch report is in response to receipt of facility maude event report mw5088154.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During in the procedure, the suture separated from the needle. It is unknown if another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.